Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor is out of calibration and the resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the force sensor is out of calibration and the resistance measurement is out of specification. Investigation revealed a damaged force sensory assembled as well as contamination around the force sensor assembly. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.